Event description:
It was reported that the patient experienced an increase in seizures due to not taking her medications. After becoming compliant, the seizures stopped. However, follow up with the physician indicated that the increased seizures could also be due to a problem with the vns. Diagnostics show the vns device is at near end of service (neos) and the battery would be replaced. Surgery has not occurred to date. Prior to vns, the patient had two to three seizures per day. The patient is reported to only be experiencing grand tonic clonic seizures. No additional information has been provided.

Event description:
An implant card was received indicating that the patient underwent generator replacement surgery. The generator has not been received for analysis to date.

Event description:
The explanting facility will not return the explanted device to the manufacturer for analysis; therefore, no analysis can be performed.